Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade ii stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient fell and suffered a peri prosthetic fracture of the femur while getting into a taxi cab. Patient had an accolade primary hip implanted 1 month prior - sales rep did not state which hip this was. Surgeon replaced with a restoration modular stem and head.